Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed a tear on the output cable. The damage that was observed did not affect the functionality of the device. This is an additional observation not related the reported event. The results of the analysis revealed that the battery powered a test controller as expected with all four (4) leds on when it was fully charged; the battery was able to drive the system without any anomalies. As a result, the reported display error event could not be confirmed. The most likely root cause of the observed output cable damage can be attributed to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because one light on the battery capacity display did not light up. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.